Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported treated by paramedics due to low blood glucose. Customer was stopped by police. The blood glucose reading at the time of the event was 25 mg/dl. Customer did not go to the hospital. Nothing further reported.